Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic region/pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included genital bleeding, headache, photophobia, nausea, poor sleep, menorrhagia, abdominal pain, buttock pain, vaginal discharge, vaginal odor, ischemic colitis, rectal bleeding and migraine headache. Previously administered products included for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2011 and depoprovera from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included back pain, depression, asthma, migraine, feeling unwell, offensive vaginal discharge and radiculopathy. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2011 to (B)(6) 2011 and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the bacterial vaginosis and allergy to metals outcome was unknown. The reporter considered allergy to metals, bacterial vaginosis and pelvic pain to be related to essure. The reporter commented: left fallopian tube slightly swollen where essure device was located. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received. Reporter information were added. Date of insertion and removal were added. This case become incident. Medical history, concomitant drug and historical drug were added. Event injury to herself were updated as pain/pelvic region/pelvic pain. Event : bacterial vaginosis, nickle allergy, plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.